Manufacturer narrative:
Rapid port ez strain relief. Medwatch sent to FDA on: (B)(4) 2011. Allergan has received the product; however the analysis has not been completed at this time. Visual examination of the returned device determined the access port tubing connector to be a strain relief. Device labeling addresses the reported event of displacement as follows: "care must be taken to place the access port in a stable position away from areas that may be affected by significant weight loss, physical activity, or subsequent surgery." "Migration of the band and/or tipping of the access port can occur, resulting in reduced weight loss, weight gain or other complications, and possible reoperation to remove or reposition the device."

Event description:
Health professional reported lap-band rapidport ez was explanted and replaced due to alleged event of staples not deploying fully and "port flip."